Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
A report indicated that the pump battery failed to charge, leading to a pump shutdown. The customer's blood glucose level at the time of the incident was 475 mg/dl. Subsequently, the customer visited the emergency room (ER) on (B)(6) 2026 due to the inability to reactivate the pump, where they were administered saline and insulin intravenously. The customer intended to utilize manual daily injections as a backup insulin therapy and technical support arranged for the shipment of a replacement pump. The customer was discharged from the emergency room after (B)(6) 2026 and it was confirmed there were no lasting health impacts from this event.